Event description:
Dr. Accessed the rca with an ebu 3.5 gc and used the revolution catheter to assess a distal rca lesion just proximal to the pda bifurcation over a bmw .014 gw. The initial pullback was smooth and measurements were obtained. Ivus showed a lesion 70% plaque burden with mla of 2.8 mm sq. Plaque type was mixed and the vessel lumen appeared ulcerated. Two xience stents, a 3.5 x 12 mm and a 4.0 x 8 mm stent were placed. Prior to post stent imaging, the revolution was re-flushed and ivus was attempted. The revolution tracked smoothly down the bmw wire. Prior to pull back , bubbles were recognized, and the catheter was flushed within the vessel. The pt complained of chest pain. The revolution was removed, no ivus was performed. Cardizine was given relieving pt's symptoms. Ivus was again attempted. The revolution tracked smoothly to the distal stented segment. During the final retraction of the revolution, the bmw wire came out as well as wire position was lost. Post fluoro imaging showed the entire rca vessel looked fine and the pt had no further symptoms and did not complain of chest pain. The procedure was complete. Final ivus images showed good stent apposition and no evidence of vessel dissection. Bmw wire was kinked but came off the revolution catheter smoothly.

Manufacturer narrative:
This report is for notification purposes only. As of today, the device has not been returned and there is no indication of device malfunction or failure. This is being reported due to loss of guide wire position, even though wire position was lost at the end of the case and the physician did not need to re-wire. (B)(4).